Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to his skin. The infusion sets were becoming detached from his body. The customer experienced elevated blood glucose levels. The customer alleged the infusion sets he had from a particular box were defective. No adverse event was reported. The infusion sets will not be returned for product evaluation.